Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On july 27th, the user contacted dario to report high and inconsistent blood glucose (bg) readings. The user reported receiving from his dario meter bg readings of 137 mg/dl, 327 mg/dl and 329 mg/dl within fifteen minutes of each other.